Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and device history record (DHR) review. The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty cable. The DHR was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
The device was returned to the service center for evaluation but has not yet been evaluated. The cause of the device has not yet been determined. If additional information becomes available, a follow up report will be sent.

Event description:
Olympus received a complaint from the user facility stating the during preparation for use, there was no image when the device was connected to the processor. There was no patient involvement.